Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information from the facility without success at this time. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring, it was explanted for reasons unknown. A bioprosthetic heart valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: without the return of the product based on the information received, this may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.